Event description:
Scrub tech made nurse aware that the 1.8mm drill bit was broken. Surgeon was also made aware and decided to leave the drill bit versus retrieving it. Drill bit sequestered, placed in biohazard bag with patient label.